Event description:
The hospital reported that during the saphenous vein harvesting procedure, the surgeon noticed a burning odor and the scissors then stop cauterizing. Second device was used to complete the procedure. No pt complications were reported by hospital.